Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "during a laparoscopic surgery, the surgeon was using forceps when he noticed a foreign object fell into in the patient. The foreign part was relatively large and easily recognizable. The surgical procedure was completed after the surgeon immediately removed the foreign parts from the patient. It was reported that there was no patient harm. No delay in surgery was reported.

Manufacturer narrative:
Investigation: no product at hand. According to reference photos received, we confirm that the ceramic is broken. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard, a production error or a material defect can be excluded. Without the product, we can not determine the exact cause, but based on past cases, there is the possibility that the breakage was caused by improper handling, due to a mechanical overload situation. Possibly an excessive force has been applied on the instrument, or the possibility of torsion, or high leverage with the instrument. No CAPA is necessary.